Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx pro laa closure device and delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged on lixiana 15 mg. During a routine follow up on (B)(6) 2025, a device related thrombus-like (drt) object was seen on the transesophageal echocardiography (tee), so the tee and computed tomography (CT) were reviewed. Both the tee and CT showed a clot about 3 mm thick centered on the screw area. The thrombus was pedunculated, immobile and measured 4.6 x 10.4 mm in size and was biased towards the limbus. At the time of the event, only half dose of direct oral anticoagulant (doac) was being taken. The patient will continue with full dose doac and follow up at a later date. There was no patient injury.